Event description:
It was reported the control module was getting vacuum error codes during initialization, followed by losing all power. The case was completed with after rebooting the system with no pt consequence.

Manufacturer narrative:
Based upon the inquiry info received visual and functional examination: the unit was found to require the back panel-relay and the vacuum plump to be replaced. The device was functionally tested, met all product requirements and returned to the customer.